Event description:
A report was received that the patient attempted suicide by taking oxycodone pills. The patient was advised to turn off the stimulator and go to the emergency room. Medication was administered and the patient was hospitalized. Xanax was administered to contain increased anxiety. The physician assessed that the event was not procedure related but was stimulation related. The patient is no longer having suicidal thoughts with the device turned off and the event has resolved.

Event description:
A report was received that the patient attempted suicide by taking oxycodone pills. The patient was advised to turn off the stimulator and go to the emergency room. Medication was administered and the patient was hospitalized. Xanax was administered to contain increased anxiety. The physician assessed that the event was not procedure related but was stimulation related. The patient is no longer having suicidal thoughts with the device turned off and the event has resolved.

Event description:
A report was received that the patient attempted suicide by taking oxycodone pills. The patient was advised to turn off the stimulator and go to the emergency room. Medication was administered and the patient was hospitalized. Xanax was administered to contain increased anxiety. The physician assessed that the event was not procedure related but was stimulation related. The patient is no longer having suicidal thoughts with the device turned off and the event has resolved.

Manufacturer narrative:
Updated information was received that the patient had taken 12-15 hydrocodone/apap pills, not oxycodone pills.

Event description:
A report was received that the patient attempted suicide by taking oxycodone pills. The patient was advised to turn off the stimulator and go to the emergency room. Medication was administered and the patient was hospitalized. Xanax was administered to contain increased anxiety. The physician assessed that the event was not procedure related but was stimulation related. The patient is no longer having suicidal thoughts with the device turned off and the event has resolved.

Manufacturer narrative:
Additional information was received that when the stimulation was on, the patient's mood changes from no sadness to loss of hope. When the stimulation was turned off the patient's mood returns to baseline. The patient will now undergo an explant procedure.

Event description:
A report was received that the patient attempted suicide by taking oxycodone pills. The patient was advised to turn off the stimulator and go to the emergency room. Medication was administered and the patient was hospitalized. Xanax was administered to contain increased anxiety. The physician assessed that the event was not procedure related but was stimulation related. The patient is no longer having suicidal thoughts with the device turned off and the event has resolved.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional information was received that the event is related to the procedure and the stimulation but not related to the device.